Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. Insulin pump was received with broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. Customer stated that there was damaged on the reservoir compartment. The customer was stated that the top of the reservoir compartment was broken off and the grey rubber gasket was handing off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.